Event description:
It was reported that the programmer was unable to interrogate devices consistently. When the clinician was trying to interrogate numerous devices (one after another), sometimes the programmer would just revert back to the device screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the hard drive was replaced and reconfigured, software was reloaded. It was also noted that the system fan was noisy and the right keyboard hinge was broken. (B)(4).